Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle and internal wires were damaged. The cause of the damaged receptacle and wires is excessive force placed at the receptacle while an electrode belt was attached. Root cause investigation is underway an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.